Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported bvvi was confirmed in the laboratory. The cause was due to an attempted hv charging adn local abient temperature at the time of por was 62.1f. Company rep.

Event description:
It was reported that prior to implant capm performed, result was bvvi. This device was not implanted.